Event description:
Sorin group (B)(4) received a report that the pump displayed an error code during the procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. This incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. Sorin group (B)(4) completed the evaluation. The pump's potentiometer was sent to the manufacturer for investigation. The potentiometer's resistance path was tested and found to be within tolerance. No abnormalities were found. A replacement potentiometer was installed at the facility. There were no other problems reported. No further action is deemed necessary.